Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shutdown unexpectedly. Customer reported a low power alert in pump history. Customer's blood glucose was over 600 mg/dl and ketone level was high. Customer was admitted to the hospital for diabetic ketoacidosis (dka). Intravenous insulin was administered. Elevated bg/dka were resolved with no permanent injury. Customer was discharged on (B)(6) 2019. Customer reverted to using manual injections for insulin therapy.